Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue. The initial reported event of lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. It was noted that the lead exhibited declining r waves and potential lead integrity issues. As well, the lead had rising impedance levels, high rate non sustained episodes and possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. (B)(6)2019: it was further reported that the lead exhibited elevated sensing integrity counter (sic) counts, oversensing, and high pacing impedance. The lead was capped and replaced.